Event description:
It was reported the colonovideoscope exhibited a poor image; sandstorm condition. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to corrosion of the scope connector. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, h2, h3, h4, h6, h11.

Event description:
No additional information received from the customer.